Event description:
It was reported that a small volume intermate had particulate matter in its bladder. This was noticed after filling with teicoplanin and before patient use. There was no patient involvement. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). The device was manufactured june 6, 2014 to june 11, 2014. Evaluation summary: the device was returned for evaluation. Visual inspection noted a white particle, approximately 1.12 mm in size, floating in the fluid of the reservoir. Fourier transform infrared spectroscopy (ft-ir) scanning identified the particle to be acrylic material. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue.